Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and was found to have a broken grip tip, causing side-to-side misalignment of the grips. A piece approximately 0.075" was found to be broken off. The broken piece was not returned. The conductor wire was found to be still attached to the broken grip tip. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the force bipolar instrument broke at the hinge while it was in use. The instrument would not close. Jaws were jammed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the target tissue and surgical task were unknown to the reporter. The jaws were not stuck on tissue. The issue was resolved with a backup instrument, and it was unknown if the instrument was in strong grip mode at the time of the event. There were no other abnormalities or collisions with other instruments or tools.